Manufacturer narrative:
The insulin pump had cracked battery tube threads, a reservoir tube lip that was completely broken off, and a minor scratched display window.

Event description:
The customer reported via phone call that the customer had an insulin pump that was broken along the edges of where the reservoir goes in. Customer noticed the damage a week and a half ago. Customer stated that there are missing pieces and cracked edges on the reservoir compartment. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.